Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 390 (mg/dl). Manual injections were delivered to address bg levels. During troubleshooting, the occlusion appeared to be in the tubing and customer reported using apidra insulin. The customer was reminded that apidra is contraindicated for use with the cartridge and pump.